Event description:
Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes

Event description:
Patient reported "hair loss, was diagnosed with hypothyroidism, gained weight in last 2 years, joint neck and back pain, just did labs to test for lupus, rheumatoid arthritis and other autoimmune issues". These events are not device related. Patient additionally reported left side rupture. Device remains implanted.